Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise back in 2015. The patient was lost to follow up. The patient was asymptomatic from lead noise and no intervention was performed. During a normal device change out procedure, the lead was capped and replaced. The patient was fine prior, during, and post operation.